Event description:
(B)(6) registry. It was reported that the subject experienced stable angina. In (B)(6) 2019, index procedure was performed. The target lesion was located in the middle left circumflex artery (lcx) extending up to distal lcx with 90% stenosis and was 28 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of 2.50 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was 0%. The following day, the subject was discharged on clopidogrel and aspirin. In (B)(6) 2020, the subject presented with angina and was hospitalized on the same day for further analysis. The diagnostics revealed stable angina pectoris on the same day and medication was given to treat the event. Four days later, the event was considered recovered/resolved and on the same day, the subject was discharged.